Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 as follows: the display was found to be dim and fading; the investigation was completed with the returned battery cap. The battery compartment was found to be cracked below the bumper pad. The pump was exercised for 24 hours; the battery was then removed for 6 hours and the time and date was found to have reset. The pump case was removed for further investigation and corrosion was found under the internal clock battery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display, a cracked battery compartment and corrosion under the internal clock battery. This report is made based on results of investigation completed on 03/03/2015.